Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. Factors that may contribute to leaks or preparation issues include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen. The investigation was unable to determine a conclusive cause for the reported preparation issue or leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 2.5 x 120 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter, after connecting to a syringe, negative pressure could not be obtained during 'pull back'. There was no leak or hole in the balloon identified and the connection at the luer/syringe was checked and no issue was noted. The device was not used. There was no patient involvement. A new unspecified armada pta balloon catheter was prepped with the same syringe and used successfully to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.